Manufacturer narrative:
(B)(4) evaluation: no parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the pump stopped pumping" could not be confirmed. The pump functioned as designed. The cause of the pump stopping pumping was most likely related to the patient condition.

Event description:
It was reported via a medwatch report involving an intra-aortic balloon pump (iabp); unexpected mortality on a male patient. Additional information received on 01dec2015 stated that the event involved an unstable male patient who had an mi (myocardial infarction) in the afternoon while in cardiac rehab. At 8:09pm the md inserted the intra-aortic balloon (iab) while the patient was in the cath lab. At approximately 9:25pm the staff was taking the patient in the elevator when the patient had heart arrhythmia and coded during this time. The pump stopped pumping. The staff shocked the patient and performed CPR. The patient was pronounced dead in the elevator at 9:27pm. The staff did not know if the pump alarmed because of all the activity in the elevator. There was a delay in counterpulsation of 30 to 60 seconds until according to the rn, the elevator doors opened, the pump was plugged in and powered up. According to the md, the pump did not contribute to the patient's death, the patient was coding prior to the pump shutting down. The pump was sent to biomed and the battery was replaced. According to the biomed engineer, the battery that was in the pump was not supplied to them by arrow/teleflex. The battery that was replaced was only in the pump for approximately 1 year. According to the biomed engineer there was no blood in the pump and there was nothing else wrong with this pump. The pump has been returned to service.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported via a medwatch report involving an intra-aortic balloon pump (iabp); unexpected mortality on a male patient. Additional information received on 01dec2015 stated that the event involved an unstable male patient who had an mi (myocardial infarction) in the afternoon while in cardiac rehab. At 8:09pm the md inserted the intra-aortic balloon (iab) while the patient was in the cath lab. At approximately 9:25pm the staff was taking the patient in the elevator when the patient had heart arrhythmia and coded during this time. The pump stopped pumping. The staff shocked the patient and performed CPR. The patient was pronounced dead in the elevator at 9:27pm. The staff did not know if the pump alarmed because of all the activity in the elevator. There was a delay in counterpulsation of 30 to 60 seconds until according to the rn, the elevator doors opened, the pump was plugged in and powered up. According to the md, the pump did not contribute to the patient's death, the patient was coding prior to the pump shutting down. The pump was sent to biomed and the battery was replaced. According to the biomed engineer, the battery that was in the pump was not supplied to them by arrow/teleflex. The battery that was replaced was only in the pump for approximately 1 year. According to the biomed engineer there was no blood in the pump and there was nothing else wrong with this pump. The pump has been returned to service.